Manufacturer narrative:
A review of the device history records (DHR) was performed for the indicated packaging and PICC assembly component lots for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly and performance specifications. The (B)(6) 2015 angiodynamics complaint report was reviewed for the for the xcela pasv PICC product family and the failure mode,"guidewire unraveled." No adverse trend was identified. The used guidewire was returned in two pieces and forwarded to angiodynamic's supplier, neometrics, along with a supplier corrective action request (scar) . Per neometrics' response, the damage to the wire is indicative of having been pulled back through something sharp, perhaps the needle. Nitinol material does not take shape, such as the curve in the distal portion of the returned guidewire, unless scraped against something sharp. The sample was dimensionally inspected with no dimensional non-conformances observed. DHR search revealed no quality related issues or manufacturing deficiencies at the time of manufacture. Neometrics' conclusion was that the guidewire was not used appropriately and thus caused the guidewire to break. Angiodynamics incoming inspection of the guidewires includes aql verification that the guidewires are free of damage or defects, as well as a dimensional inspection. The directions for use (dfu) supplied with the reported PICC device contains the following precaution regarding the use of the guidewire within the needle: "if guidewire must be withdrawn, remove the needle and guidewire as a single unit."

Manufacturer narrative:
The used guidewire has been returned. As this is a purchased device for navilyst medical, the sample has been forwarded to the manufacturer, neometrics, for evaluation along with a supplier corrective action request (scar). Upon completion of the investigation, a supplemental medwatch will be submitted.

Event description:
During PICC placement procedure the nurse was trying to remove the 40cm wire and the dilator from the access sheath, but the wire was "hung up on something". When the guidewire was pulled out the rest of the way, the wire had unravelled/fractured. The wire was removed with no harm to the patient, and has been returned to navilyst medical.